Event description:
It was reported that the customer was given seven unnecessary units of insulin by his mother when his blood glucose level was 288 mg/dl. The customer's father was advised to seek medical attention. The product is not being returned. Nothing further was reported.